Event description:
The customer reported that discrepant or imprecise cardiac troponin (accutni) results were generated on the access 2 immunoassay system for multiple patients. This report represents the imprecise accutni results generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer provided information indicated that an elevated, "positive" accutni patient result, above the acute myocardial infarction threshold, was generated for one patient. Multiple repeat tests of the patient sample on the same instrument produced lower, but still "positive" results. Collectively the results did not reproduce within the labeled accutni assay precision limits. The in-use reagent was noted as possessing a thin layer of foam after the generation of the imprecise results. One of the accutni results was reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. The sample was collected in a serum tube with a gel separator. The samples were stored at room temperature and refrigerated prior to retest. The sample was centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, a system check performed by the customer on (B)(6) 2012 passed within instrument specifications. There were no event log messages generated in connection with this event. Patient specific information was not provided by the customer. No other assays were in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the seals on the wash pump and precision pumps, and adjusted the ultrasonic transducer voltage. The fse subsequently performed system checks, service assays and troponin precision assessments which all generated acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A hardware malfunction is the likely cause for this event. Mdrs associated with this event: 2122870-2012-00364, 2122870-2012-00436, 2122870-2012-00365, 2122870-2012-00437.